Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore the tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4).

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with moderate tortuosity, mild calcification and 90% stenosis in the distal left anterior descending (lad) artery. The 2.25 x 15 mm rx tenku balloon catheter was used for pre-dilatation of the lesion, but the balloon ruptured during the first inflation at 4 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no adverse patient effect and no significant delay in the procedure. No additional information was provided.